Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up in the emergency room, the device did not detect atrial sensing. No intervention was proceeded due to general condition of patient. No further information is available.